Event description:
The customer reported that during a colectomy, a regrasp alarm was heard although the device was not being activated. The device was not used as a result. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.